Event description:
It was reported that the pt was experiencing undesired stimulation in the mid back. X-ray revealed lead migration. The leads were explanted and replaced by new leads. No further information is available at this time.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.